Event description:
The customer reported an unexpected negative (compatible) result for a crossmatch test performed on eflexis between patient sample (B)(6) and donor unit (B)(4), even though an irregular pellet and some points in the lower part of the microtube are observed. When they repeated the test manually (gel technique) an incompatible (1+) result was obtained. The patient sample was also tested with donor (B)(4) obtaining a positive result too. Both donors' units were typed with quotient anti-fyb antisera (lot: v267509 expiry 26jan2026) and typed 3+ positive. They sent the sample to a reference laboratory and an anti-fyb was detected. The donor units with incompatible results were fyb positive. The antibody history of the tested sample is anti-c and anti-fyb.

Manufacturer narrative:
After a visual inspection of the reported microtube in which the crossmatch test was performed and the corresponding raw image, a few scattered cells along the microtube above a non-flat pellet can be observed. This weak reaction was not detected by the reader of the instrument because it is at the limit of detection of the instrument. An analysis of the image provided has been carried out and the adjustment parameters of the reader embedded in the implicated eflexis do not show any anomaly. The adjustment parameter values such as illumination level, white balance factors and conversion factor are as expected. The obtained results are as expected based on current vision algorithm and, according to the validated criteria implemented in erytra eflexis version 3.2.0, the microtube is considered correctly classified as negative. For this microtube, not enough points have been detected to consider the reaction as weak or doubtful. Those cases that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the system sensitivity. Additionally, prior to the crossmatch test, a battery of tests as abo-rh typing, antibody screening and antibody identification should be performed to ensure the suitability of the blood. Therefore, the suitability of the blood to be transfused to the patient should be ensured before the crossmatch test and any incompatibility should be already found. If the patient's antibody is too weak to detect the weak antigen on the donor's rbcs it is unlikely to cause a serious immediate reaction in the patient and will probably only cause a mild hemolytic transfusion reaction if the patient's immune response is stimulated. The following limitation has been included in erytra eflexis instructions for use (IFU) in section 1.3 product limitations: "results that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the instrument sensitivity." As a mitigation, when a user deems relevant to identify results with this weak pattern in a negative result, the instrument can be configured to consider negative results in xmatch as special results requiring a review from the user. Additionally, improvements in the interpretation algorithm of the vision system for this kind of patterns will be included in a future software version.